Event description:
It was reported that the lead was explanted due to an insulation breach in which the inner wires migrated through the insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the lead was returned in two sections. External insulation abrasions were noted in multiple places exposing the re and rv cables. The damage is consistent with produced by friction to another implanted device.